Event description:
It was reported that during follow up, a loss of capture was observed. X-ray revealed the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.